Manufacturer narrative:
The scope is expected to be returned to olympus for evaluation and will be sent to an independent laboratory for microbial testing and eto sterilization. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to assess the facility¿s reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. A supplemental report will be submitted upon the completion of the device evaluation.

Event description:
Olympus was informed that after reprocessing the scope reportedly cultured positive twice for curvularia. However the source of the culture is unknown. This scope was reportedly used on four patients, including immunocompromised patients. No patient infections or injury have been reported. The scope has been removed from service. Olympus was further informed by the user facility that the endoscope channel is brushed during manual cleaning with an olympus single-use disposable brush. The scope is leak tested using an olympus leak tester. Pre-cleaning is performed at bedside after each procedure is completed. The scope is reprocessed in a non-olympus automated endoscope reprocessor (aer) medivators advantage plus machine using rapicide ab as the disinfectant. A non-olympus enzymatic cleaner is used to clean the scope prior to high level disinfection (hld). There are no problems reported with their two aer machines. The two aer machines are up to date with preventative maintenance (pm). The next pm for the aer machine is scheduled for february 2019 and august 2018. The last olympus endoscopy support specialist (ess) reprocessing in-service was done on february 2018. All reprocessing staff is properly trained. The scope is hung and stored in a ventilated vertical scope cabinet.

Manufacturer narrative:
This supplemental report is being submitted to provide the off-site laboratory test results, the physical evaluation and to update the following section: the referenced scope was sent to an independent laboratory for culture testing. The scope tested positive for micrococcus luteus and kocuria rhizophila. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical device evaluation. An olympus boroscope was used and found a red stain in the instrument channel from the biopsy port side. There were also two black stains found in the instrument channel and a yellow stain inside the instrument channel from near the bending section distal end side. The suction channel was checked and found a reddish stain at the entrance of the scope connector side. There are also two kinks discovered at the bending section area inside the instrument channel. Additionally, the image was inspected and the image of the scope is normal. Per the service group the scope failed the leak test at the el connector locking pins, and there are deep dents on the distal end plastic cover. A review of the instrument history of the scope showed the scope was purchased on (B)(6) 2012 and the last time the scope came in for service was (B)(6) 2018. The scope was repaired and returned back to the user facility. The cause of the reported positive culture could not be conclusively determined; however, based on the evaluation results, improper maintenance could not be ruled out as a contributory factor to the reported event. The instruction manual provide warning and caution statements in an effort to prevent cross contamination and equipment damage which states, ¿use of an endoscope with residual foreign materials for a patient procedure may pose an infection control risk. All channels of the endoscope, including the instrument channel and all accessories used with the endoscope during the patient all procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the olympus endoscopy support specialist (ess). The ess conducted an observation of the reprocessing of a tjf-q180v with lead reprocessing technician at the user facility and did not find any deviation from the process as outlined by the olympus reprocessing manual. The manager at the user facility will schedule a cds reprocessing in-service at a later date.